Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument. The fse assigned the cause of the leak to the a/b valve and replaced the valve to resolve the suppressed qc results and leak. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system suppressed quality control (qc) results for multiple cartridge chemistry (cc) analytes and that a leak occurred from reagent probe b. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and eyewear while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.